Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Advised they can attempt to power off device and back on to do hard reset. Nurse states they were already swapping out to another device. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw2800736 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarmed 80 (non-recoverable system error) and they noticed patient pads wet from head to foot. Advised they can attempt to power off device and back on to do hard reset. Nurse states they were already swapping out to another device. Advised to change pads if any moisture to prevent skin injury, sn # (B)(6).

Event description:
It was reported that the arctic sun device alarmed 80(non-recoverable system error) and they noticed patient pads wet from head to foot. Advised they can attempt to power off device and back on to do hard reset. Nurse states they were already swapping out to another device. Advised to change pads if any moisture to prevent skin injury, sn # (B)(6).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarmed 80 (non-recoverable system error) and they noticed patient pads wet from head to foot. Advised they can attempt to power off device and back on to do hard reset. Nurse states they were already swapping out to another device. Advised to change pads if any moisture to prevent skin injury, sn#: (B)(6).